Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 21mm trifecta¿ gt valve was implanted. On (B)(6) 2021, the valve was explanted due to endocarditis and structural valve deterioration. The valve was replaced with a 21mm sjm masters series hemodynamic plus valve. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of calcification, endocarditis, and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.